Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 mg/dl. The customer stated that they had an accident and fractured their neck. They did not elaborate on how the accident happened, but stated that the accident was reported. The customer was treated for the low blood glucose with glucose shots. The customer stated that there was a motor error on the device. The customer did not troubleshoot. Customer was assisted with setting time back 1 hour according to her current time in her insulin pump.